Event description:
Customer reported that part of his insulin pump came off when he was rewinding. Customer stated that the drive support cap came out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked end cap. Drive support disk was inspected and no anomaly was noted. No missing end cap sticker.